Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. The device remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest per article that extensive calcification in the left ventricular outflow tract may have put the patient at risk for injury to her interventricular septum from expansion of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: daniel s. Levi, m. M. (2015). Transcatheter closure of an iatrogenic ventricular septal defect after sapien valve implantation. "Catheterizatoin" and cardiovascular interventions, e090-e94.

Event description:
As reported through a literature article, "transcatheter closure of an iatrogenic ventricular septal defect after sapien valve implantation", a (B)(6) woman developed progressive calcific mitral and aortic valve disease with a porcelain aorta secondary to a history of radiation therapy. The patient was considered a very poor operative candidate and referred for transcatheter aortic valve replacement (tavr). Four weeks after extensive coronary artery stenting, a tavr was performed with a 23 mm edwards sapien valve through a transapical approach. Post-operatively, her symptoms of dyspnea persisted and worsened and a new murmur was auscultated on cardiac examination after discharge from her tavr. The patient was found to have an acquired ventricular septal defect (vsd) measuring 8mm by 5mm by transesophageal echocardiogram and by a CT angiogram. Percutaneous vsd closure was accomplished with an 8 mm vsd occluder with elimination of her shunt, improvement of her dyspnea, and marked improvement in exercise tolerance. The following day, an echocardiogram revealed that the vsd device remained in good position and the patient was discharged. Three months after the procedure, the patient reported marked improvement in her symptoms. Her exercise tolerance was back to baseline and her device remained in stable position.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.